Event description:
Event: (cc# 98-01244) the doctor was unable to insert the iab through the sheath. On 10/26/98, the following was reported to datascope: an alarm sounded from the pump and blood was detected in the system. Blood was seen it the catheter tubing. The iab was removed and another was not inserted. There was no patient injury or complication as a result of the event. [Event complications]: unknown - reported 9/30/98; none - rpt'd 10/26/98. [Patient's current status]: unk - rpt'd 9/30/98.